Event description:
Dealer states rails bent so the pail cannot fit into the hole. Patient weight is not over capacity. No report of injury. The device has been replaced.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9630-4, serial number/date (B)(4) is of unknown age. The owner's manual part number 1148075, rev.b(jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter was called for additional information. The maintenance history of the device is unknown. The malfunction has not been confirmed.